Event description:
Tech found bed will not steer or brake.

Manufacturer narrative:
Tech found broken casters. Tech replaced 1 right hd brake caster, and 1 left foot steer/brake caster. Tech checked functions, bed ok. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.